Event description:
It was reported that the stenoscop system shuts down when trying to take pictures (x-rays). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. Aligned the tube and collimator. The system was tested and found to be working as intended and placed back into service.